Manufacturer narrative:
H3: analysis found that stim1 was blockage. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8253001, description: mainframe 8253001 nim response 3.0, serial no. Unknown h6: fdm b17, fdr c20, fdc d20 and img g02030 codes were applicable for 8253001. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that before operation, the patient interface had no stimulation response. There was no patient involvement.